Event description:
Additional information received reported that the patient still had concerns regarding her device. The patient had an appointment on (B)(6) 2015 and she was going to work with her doctor to resolve the problem that she was having with the device that allowed her to adjust the stimulator.

Event description:
It was reported that the implantable neurostimulator (ins) on the left side seemed like it was not in its original position at implant. The ins was only 1 finger away from the patient¿s rib and when she bent over, it was touching her rib and felt tight. The one on the right seemed fine and was like 3 to 3.5 fingers below the rib. No therapy efficacy issue, just placement. The patient was also charging more than expected. The recharging interval seemed to have increased. Each battery took 4 to 4.5 hours to charge. However, it was noted that the patient waited until it was empty before recharging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot # j0343933v, implanted: (B)(6) 2003, product type lead; product ID 3888-33, lot # j0340513v, implanted: (B)(6) 2003, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 377645, lot # v002451, implanted: (B)(6) 2006, product type lead; product ID 377645, lot # v002451, implanted: (B)(6) 2006, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).